Event description:
Boston scientific received information from another manufacture's representative that the patient with this device and associated lead was septic. There was a vegetation noted on the lead. It was also reported that the patient had been lost to follow up for over ten years and the device was currently unable to be interrogated. The patient was scheduled for a system extraction. There were no additional adverse patient effects reported. It is unknown if the system was indeed extracted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.